Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the right atrial lead was explanted due to malfunctions. No further information was available.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.7cm to 6.0cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.